Event description:
It was reported that an aiqca with lot 65654021 had different blood pressure readings compared to an aiqcl. Rep first tested an aiqca cuff on his ring finger with a hem monitor then switched the cuff to his index finger. Falsely high blood pressure readings were displayed. The systolic values were as high as 165, and diastolic in the 110 range for both fingers. The pressures would drop down to 141/95, but remained consistently higher than rep's historical baseline. Rep then used an aiqcl which read more accurately than the aiqca. Rep noted that his hands are larger than average. There were no patient injuries.

Manufacturer narrative:
The device evaluation has been returned. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned acumen iq finger cuff size medium. The reported event of pressure reading issue was not able to be confirmed on returned device. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. The finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed both pre and post-decontamination leak test. Two videos from customer were reviewed. The videos showed medium acumen iq finger cuff on index finger of standing unknown person and hemosphere monitor; however hrs unit and its position relative to the sensor were not visible in the videos. An investigation will not be performed since no defect was found and the defect related to "finger cuff - inaccurate values" was not confirmed during product evaluation. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. Regardless, a product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection. A device history record review was completed and documented that device met all specifications upon distribution.